Event description:
It was reported that during a procedure the wire collet had a trace of an unknown substance on the bottom of it. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
It was confirmed a substance and corrosion were present on the exterior of the device by the engineering technician through visual inspection. Cleaning practices must be followed as outlined in order to prevent the device from experiencing an inadequate resistance to cleaning or sterilization. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a procedure the wire collet had a trace of an unknown substance on the bottom of it. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.